Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. During the procedure, the resolution 360 clip failed to fully detach from catheter and control wire after being locked in place and the clip was then eventually removed by physician, resulting in a prolonged procedure. There were no patient complications reported as a result of this event. Note: this report pertains to the third of three clips used.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The complaint device was not returned therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported events 'failure to release from catheter' and 'prolonged episode of care'. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not establish".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. During the procedure, the resolution 360 clip failed to fully detach from catheter and control wire after being locked in place and the clip was then eventually removed by physician, resulting in a prolonged procedure. There were no patient complications reported as a result of this event. Note: this report pertains to the third of three clips used.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.